Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not turn off. A replacement unit was used to complete the procedure. At the last branch ligation, the hemopro tissue welder would not cauterize. They noticed that the wires were tangled, so after untangling the wires to the hemopro tissue welder, the device worked accordingly. The hospital did not report any patient effects. The product is returning.